Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the implantable pulse generator (ipg) exhibited inconsistent capture. Micro-dislodgement was also suspected on the right ventricular (rv) lead with high thresholds noted. It was further noted that the patient became symptomatic and developed a heart block as a result. The ipg was explanted and replaced and the rv lead was repositioned and remains in use.  No further patient complications have been reported as a result of this event.